Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported on (B)(6) 2022 that for the previous 15 days the child was no longer responding properly with the device. Further technical checks are considered.

Event description:
It was reported on 12-oct-2022 that for the previous 15 days the child was no longer responding properly with the device.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is not planned. This is a final report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported on (B)(6) 2022 that for the previous 15 days the child was no longer responding properly with the device. The user has been re-implanted.

Event description:
It was reported on (B)(6) 2022 that for the previous 15 days the child was no longer responding properly with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary.